Event description:
It was reported to philips that wired footswitch was not working. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) inspected the system onsite and confirmed that wired footswitch was not working. The cause of the footswitch failure could not be determined by the supplier's part analysis. To resolve the issue, fse replaced the wired footswitch. After the replacement of wired footswitch, system was returned to use in good working order. The codes were updated based on the investigation outcome.